Event description:
End user reports while riding in a bus transport and seated in the unsecured power wheelchair, the bus made a sharp turn and the end user fell over.

Manufacturer narrative:
No malfunction of the power wheelchair is suspected. End user reports while riding in a bus transport and seated in the unsecured power wheelchair, the bus made a sharp turn and the end user fell over.